Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise and oversensing as well as pacing inhibition that led to more than 2 seconds of asystole. This rv lead remains implanted and in service. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.